Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been cut to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts remain on the delivery needle. T2 and approximately 2 inches of suture were returned. The suture has been cut above the sliding knot. Dimensional assessment of t2 was performed and found to meet print specifications. An exact root cause cannot be determined with confidence for this incident; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery, t1 cannot be secured and fell off. A backup device was available to complete the procedure with no significant delay and no patient injuries. Investigation results shows that t1 fell of after t2 was implanted; therefore, this complaint become reportable.